Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with nicks, scratches and wear on the gold handle and on the shaft. Radial grooves or score marks were located on the inside diameter. The alignment indicator is deformed and ears have dents. The slot and radial groove on the shaft are deformed and metal is displaced on the groove and slot. The damaged is not associated with manufacturing and is indicative of field usage. A review of the product development confirms designs were adequate for the intended use. The noted damage was caused by abnormal usage outside of the normal technique. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.

Event description:
It was reported that during an open reduction internal fixation (orif) of the left hip - intertrochanteric left hip fracture, the helical blade coupling screw broke while inserting the helical blade. All broken pieces retrieved. The helical blade was fully inserted. An extra 45 minutes - 1.5 hours was added to remove the coupling screw from the helical blade and helical blade inserter. The coupling screw was removed with a screw removal set. While removing the devices, other device became damaged. The buttress/compression nut bent and the connecting screw, blade guide sleeve, aiming arm and insertion handle were all damaged. This is 1 of 7 reports for the same event.